Event description:
Dr placed lio headset down, laser fired intermittenly at preset parameters by itself.

Manufacturer narrative:
Co's analysis of the device could not duplicate the problem. In reviewing the design co has confirmed that the safety circuits do not allow the laser to produce dangerous light. The design has two fail safe systems which if the laser did lase on its own, the power would be minumum or the laser would shut itself off. Coherent believes the laser performed as designed and was safe even though a potential fault may have occurred. Unit is working fine and has been shipped back to the customer.